Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Peripheral thrombotic events and hemolysis are listed in the instructions for use as potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had an elevation in lactate dehydrogenase (ldh) levels and a large aortic cusp thrombus. It was reported that the thrombus resolved after a heparin infusion. The patient is now stable with inr in therapeutic range. No further information was provided.